Manufacturer narrative:
Customer stated that "the motor that raises the head broke off from the frame of the bed and fell to the floor. It happened when they were raising the patient's head up. No fall or injury occurred." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated that "the motor that raises the head broke off from the frame of the bed and fell to the floor. It happened when they were raising the patient's head up."